Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing leaked. The following information was provided by the initial reporter: material no.: 2426-0500, batch no.: 20053463. It was reported the primary tubing had a small puncture hole in it between the last hub and the end of the tubing that dripped fluid out.

Manufacturer narrative:
It was reported the primary tubing had a small puncture hole in it between the last hub and the end of the tubing that dripped fluid out. Received from the customer was one used primed set model 2426-0500, lot 20053463 (with its packaging pouch). The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed a cut/slice on the tubing (p/n tc10012940) at 2 inches above the distal male luer (p/n 600117). No other damages or anomalies were observed throughout the set. Fluid was observed to be leaking from the cut tubing. The packaging pouch received was also visually inspected, and no damages or issues were observed. Functional testing was performed by spiking the primary set to one lab IV bag filled with blue dye water and by allowing fluid to flow through the whole set by gravity. The set leaked from the tubing cut that was observed during visual inspection. No other leaks were observed throughout the set. Equipment used (inspection performed on 22-sep-2020): ram optical instrumentation/eq08204/calibration due date 5-feb-2021. Device history record for model 2426-0500 lot 20053463 shows that the set was manufactured on 25 may 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. The customer¿s report that the tubing set leaked due to a hole was confirmed due to a slice/cut in the tubing. The root cause of this failure was not identified. H3 other text : see h10.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing leaked. The following information was provided by the initial reporter: material no.: 2426-0500, batch no.: 20053463. It was reported the primary tubing had a small puncture hole in it between the last hub and the end of the tubing that dripped fluid out.